Manufacturer narrative:
Concomitant medical products: addrl1 ipg; implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, oversensing of noise, a polarity switch and possible insulation breach. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.